Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00884.

Event description:
It was reported that two spacers migrated approximately three months post-operatively and is causing pain in the patient's left leg. A revision surgery is not planned at this time. This is report two of two for this event.

Manufacturer narrative:
The spacer was not returned for evaluation. However, photos of x-rays were provided. The images confirmed the spacer backed out of the disc space post-operatively. By reviewing the images of the spacer's initial placement, it appears that the posterior placement of the spacer would prohibit adequate compression of the vertebral bodies on either side of the spacer, which could potentially allow the spacer to back out post-operatively. However, the cause cannot be conclusively determined.

Event description:
It was reported that two spacers migrated approximately three months post-operatively and is causing pain in the patient's left leg. A revision surgery is not planned at this time. This is report two of two for this event.